Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was exhibiting increased threshold and impedance measurements. Additionally, noise was noted which resulted in oversensing and was reproducible on the shocking channel during isometrics. A revision procedure was performed and this device and the associated rv lead were explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the daily measurements confirmed the rv impedance measurements varied between 1100 ohms and 470 ohms. Visual inspection showed no device anomalies. The setscrews were checked and normal operation was confirmed. The device passed all return product testing. No other adverse events have been reported. This product issue will be updated if additional information is received.